Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The lot number was unknown; therefore, the device manufacture date is unknown. The manufacturing location is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: serial number unknown; (B)(4).

Event description:
It was reported by a johnson and johnson sales representative from canada that they were contacted by an otolaryngologist inquiring about the metal composition of the drill bit wire-pass device and if it was MRI (magnetic resonance imaging) compatible. According to the reporter, the surgeon stated that they had a patient in their care who had a previous orbital fracture that was fixed by another surgeon in a different region ¿gta¿ greater toronto area. The surgeon stated that the patient had a fragment of a broken drill bit remaining in their bone from the original surgery and was inquiring as to what the metal composition of the drill bit was and if the fragment was compatible to mr (magnetic resonance) as the patient might require an MRI. It was reported that the original product malfunction occurred several years ago when the drill bit broke during surgery and a fragment was left in the patient¿s bone. The reporter indicated that the product information was not available, and the surgeon did not provide any details of the original surgery as it was performed by a different surgeon, in a different region. However, the surgeon stated that the person who performed the original surgery must have the surgical notes or implant stickers from the original procedure. The reporter stated that they provided the information to the surgeon about their inquiry. It was reported that there were no delays to the surgical procedure. It was not reported if a spare device were available for use. There was patient involvement reported. It was not reported if there was any medical intervention or prolonged hospitalization required as a result of the original event. The exact date of the original event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.